Event description:
Please refert to the initial reprot.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number is available. Event description: it was reported that the patient underwent hip arthroplasty on an unknown date in 2000. The patient is being considered for a revision on (B)(6) 2018 due to acetabular loosening. Only the acetabular cup is reported to be revised. Review of received data: 1 ap view x-ray of the left hip is received. Assessment of imaging: single ap film of the left hip demonstrates a left total hip arthroplasty with asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. There is vertical orientation of the acetabular cup which predisposes to dislocation. Lucency seen along the inferior acetabular region could suggest osteolysis. Impressions: 1. Question polyethylene wear of the acetabular cup. 2. Vertical orientation of the acetabular cup which predisposes to dislocation. 3. Rounded lucency along the infra-acetabular region suggest osteolysis. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check could not be performed as the products were unknown. Surgical techniques are not reviewed as there is no primary op notes and x-rays to compare whether the surgical technique was followed or not. Conclusion: based on the given information (received x-ray) the complaint could be confirmed. The quality records could not be reviewed since no ref/lot information was available. No medical data was received for the investigation except the undated x-ray. With the available information at the hand it is impossible to come up with a certain root cause for the reported failure. However, all the possible risks are outlined in the risk assessment section. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number unknown, item name unknown head, lot # unknown; item number unknown, item name unknown cls spotorno stem, lot # unknown; item number unknown, item name unknown liner, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers not available.

Event description:
It was reported that patient underwent revision surgery on unknown date due to loosening.